Manufacturer narrative:
This report is submitted on august 1, 2020.

Event description:
Per the surgeon, the patient experienced discharge from the wound as well as continued wound issues (not specified). The patient was treated with oral and topical antibiotics and topical and injected steroids. There was a mild debridement of some granulation tissue. The abutment was removed. The implant remains in-situ.